Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. D4: batch # t5en5x. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed, as no malformed staple was observed and the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #: t5en5x. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a right upper pneumonectomy surgery, after the first firing, it was noted that the distal segment staples malformed with irregular shapes and oozing. The second firing had the same issue. For security reasons, the surgeon changed to a new gun to complete surgery. There was no patient consequence reported. No additional information can be provided.